Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaints and there were no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low/high alarm and not power on with test strip insertion but powers on with the button pressed uses with the adc freestyle libre 2 reader. The customer further reported not being able to walk and had experienced dizziness. The customer was seen at a hospital where she received unspecified treatment. Details of the treatment were not provided and no further information was reported. There was no report of death or permanent impairment associated with this event.